Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity), a penumbra system jet 7 reperfusion catheter (jet7), and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician made one pass with the velocity and removed the system from the patient for flushing. The physician reported that the velocity was difficult to flush and subsequently it broke in half. The procedure was completed using another velocity, the same neuron max, and the same jet7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned velocity was fractured at approximately 19.0 cm from the hub. Conclusions: evaluation of the returned velocity confirmed a fracture. If the device is mishandled during used, it may become kinked. This kink likely contributed to the difficulty flushing during the procedure and if the kinked device is further manipulated, the kink may worsen to a fracture. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder